Event description:
The customer opened a new contour next ez kit and the cap of the contour next test strips was open.no adverse events were alleged.the test strips were returned for evaluation.replacement test strips were sent to the customer.

Manufacturer narrative:
The customer strips were returned for evaluation. Although it could not be determined if the bottle cap was already open when the customer received the kit, the strips gave satisfactory performance when tested with control solution.